Manufacturer narrative:
Device passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at .08715 inches. No over delivery anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer¿s blood glucose went low while at school. Customer¿s blood glucose was 1.8 mmol/l. Customer treated low blood glucose with food and glucose tablets. Troubleshooting was performed and customer does not use the auto mode feature. Customer believes that insulin pump was over delivering insulin. Insulin pump is expected to return for failure analysis.